Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the navigation system software became unresponsive to any user input while in the navigation task. The site could move the mouse cursor, however the software would not respond to any user inputs (click of buttons). The site brought in another system to finish the case. After the case, the site reported that the originally unresponsive system seemed to function as normal and allowed for user inputs. It was also noted that no reboots were done during this time period. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Analysis on the returned cable resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the cable is fully functional, having passed the continuity test with no opens or shorts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. The logs were reviewed but provided no additional insight regarding the cause. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.